Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lvad system was producing 2 no external power, the one was due to the electric went out. Technical services reviewed the submitted log file and confirmed the no external power events observed on (B)(6) 2018 and on (B)(6) 2018, the backup battery was operational when these events occurred. As a precaution to make sure the mobile power unit (mpu) ac power cord was plugged-in correctly at the mpu case connection and at the ac wall outlet. The remainder of the log file appears normal. There were no other unusual events noted within the event history and the pump appears to be functioning as intended. Additional information was requested, but not provided.

Manufacturer narrative:
Evaluation of the submitted log files confirmed no external power alarms while the patient was supported by the mobile power unit; however, a specific cause for this finding and a direct correlation to the patient¿s mpu could not be conclusively established. The mobile power unit was not returned for analysis and remains in use. The hmii patient handbook addresses all alarm conditions including no external power alarms and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records cannot be performed due to unprovided serial number for the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a2 and d6: correction. Section f9 - approximate age of device: (correction) - serial number was not provided and age of device cannot be calculated.